Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 514 mg/dl. The customer's blood glucose at the time of the incident was 597 mg/dl and current blood glucose was 231 mg/dl. The other blood glucose was 155 mg/dl. The customer had experienced the symptoms such as dizziness, could not walk straight, dry mouth, thirst, nausea. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was also performed for no delivery alarm. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be and infusion set will not be returned for analysis.